Event description:
It was reported that, "while attempting to remove the bipolar trial head threaded end of handle dislodges and stays in uht bipolar trial heads, once this happens trial handle is rendered useless as threaded tip no longer stays in the handle. No pt consequences."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.